Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that all 30 batteries were replaced per service documentation. Verified batteries are holding a charge and battery stack checker showed all batteries and chargers were operating as they should. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was not holding a charge. When moving the system, the site stated that the charge indicator lowers quickly. No patient was present at the time of the event.